Event description:
It was reported that in anesthesia when advancing the swg, resistance was met, and it could not be advanced through the syringe. As a result, a new kit was opened and used successfully. There was no reported delay, death, or complications to the patient. The swg was not able to be advanced far enough through cannula of the ars to cause issue to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.